Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device relative to a cardiac ablation interventional procedure using an 8f sheath. Reportedly, when the plunger was removed, no suture was attached. A cuff miss occurred with the first and second attempted prostyle devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received: this was an attempted arteriotomy closure after a cardiac ablation procedure, pre-close technique was not used. Hemostasis was achieved with another device. No additional information was provided.